Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice I recall notification related to the sound abatement foam in certain CPAP. Bipap. And mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged black spot on lungs. This event is assessed as not related to the device in this case. There was no medical intervention required by the patient. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual finding to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 6 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no problem found and unit scrapped due to multiple error codes. Section h6 were updated in this report.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused a black spot on the lungs. The patient did receive medical intervention and had a CT scan. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.